Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (component code): "439 - cusp/leaflet" code removed. A device history record (DHR) review was performed, and no relevant non-conformances were identified with regards to the size of 11500a valve. Based on the provided information the complaint is able to be confirmed. The most likely root cause of the reported oversized valve seated was procedural factors when using the device. An edwards defect has not been confirmed. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 51-year-old patient required a root enlargement to implant a 11500a23 valve model in the aortic position after using a 23mm magna ease sizer. As reported, patient had bicuspid aortic valve. Reportedly, the sizer went in the aortic annulus comfortably and reached the sinotubular junction. Both ends of the sizer were used during sizing for supra-annular implantation. As per customer's opinion, magna ease sizer does not match the inspiris valve, being the sizer much shorter and slimline than the valve. The perceived mismatch was related to both diameter and height of the valve. Reportedly, the valve would not go through the sinotubular junction and was too big for the annulus. No patient injury was reported, and there was no rca obstruction. Patient outcome was indicated as recovering after the surgery.